Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead and right ventricular (rv) lead, the patient developed a bleed and atrial flutter. The bleed and atrial flutter were able to be resolved intraoperatively. Subsequently, the patient was noted to have some swelling over the implantable cardioverter defibrillator (ICD) pocket site and an eschar. At the follow up visit, the swelling had resolved. The ICD, rv and lv leads remain in use. The patient is a participant of the (B)(4)study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.